Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra (s3u) resilia valve in the native aortic position, the safari wire slightly migrated (mid left ventricle (lv) level) while the balloon was inserted for bav (balloon aortic valvuloplasty). It was noted that the wire was initially positioned at the lv apex, as confirmed by echocardiography. The wire was then repositioned deeper into the apex and a 25mm balloon was used for bav. During balloon inflation, the balloon slipped towards the lv side, and thus bav was aborted. The wire was removed, but this did not improve the patient's condition. While mild mitral regurgitation (mr) was observed prior to bav, it rapidly progressed to severe after the bav was aborted. Subsequently, the patient developed hypotension, which required catecholamine support and the initiation of extracorporeal membrane oxygenation (ECMO). An echocardiography revealed injury to the anterior mitral leaflet. Despite this, the 29mm s3u valve was implanted successfully and the patient's hemodynamics stabilized. As the severe mr persisted, an emergency surgical mitral valve replacement was performed via thoracotomy. The patient was successfully weaned from cardiopulmonary bypass and returned to the intensive care unit (ICU) with stable hemodynamics.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusion have been updated. Corrections to sections h6: device code(s), investigation findings and investigation conclusion. Addition to section h6: type of investigation. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (pre-existing mild mitral regurgitation), horizontal aorta, type 1 bicuspid aortic valve, and wire placement within the left ventricle may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.